Event description:
It was reported that the device was used during a laparoscopic appendectomy, the cartridge fell apart. It is unknown whether or not it was a reload or the initial load. It is unknown how the case was completed. There was no pt consequence.